Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06517. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a cystocele and a rectocele. The outcomes attributed to the device were pain, erosion, infection, dyspareunia and vaginal scarring. It was reported that the patient underwent revision/removal on (B)(6) 2009. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06517. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh, a&p colporrhaphy, cystoscopy on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to pelvic pain, vaginal mesh exposure, cystocele and rectocele. (Per operative report) it was reported that patient underwent removal of foreign body(retained sponge) from vaginal vault on (B)(6) 2009 by (B)(6).